Event description:
On (B)(6) 2013, the patient contacted animas, alleging that the display was dim and faded. Patient stated that the issue occurred gradually and it is hard to read in bright light. Battery change did not resolve the dim display issue. Reporter denied trauma to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusions can be made at this time.